Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - pump shut off during transport to unit. No harm to patient. Findings / actions taken: pump started back up when plugged in. Battery and power supply were replaced. Battery replaced 11 months ago during preventative maintenance. Negative terminal corroded. Functional checks were performed. Pass all. Additional information received from the biomed engineer stated that as soon as they arrived in the unit the pump shut down. As a result , the pump was switched off the patient at the time of the battery failure. Software level: 2.24

Manufacturer narrative:
(B)(4). Device evaluation: the battery was returned for evaluation. Visual inspection of the battery was performed and the negative side of the battery terminal was noted to be corroded. The condor power supply was returned for evaluation. Visual inspection of the power supply was performed and found no obvious damage or defects. The functional test of the battery could not be performed based on the condition received (health and safety hazards). The battery was replaced eleven months prior to the event. The power supply was installed into a known good autocat2w and functional testing was performed. The pump was startup as normal. A power supply voltage check was performed per autocat2 series service manual and all voltages were within specification. The pump was run on battery (battery load test) until the iabp shut down (>90minutes within specification). A battery load test was performed after letting the pump charge for over 8 hours and the unit ran for over 90 minutes. The power supply passed all functional testing. Visual inspection of the power supply internal hardware was performed and no abnormality was found. See other remarks section for device evaluation continuation. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "pump shut off during transport" is confirmed by the field service representative and due to the condition of the returned battery. Corrosion on the negative side of the battery was noted during visual inspection. The power supply passed functional testing. The cause of the reported complaint was the battery can no longer hold the charge. The root cause of battery corrosion is undetermined.

Event description:
It was reported per field service report: symptom - pump shut off during transport to unit. No harm to patient. Findings / actions taken: pump started back up when plugged in. Battery and power supply were replaced. Battery replaced 11 months ago during preventative maintenance. Negative terminal corroded. Functional checks were performed. Pass all. Additional information received from the biomed engineer stated that as soon as they arrived in the unit the pump shut down. As a result , the pump was switched off the patient at the time of the battery failure. Software level: 2.24.